Event description:
It was reported that a cartridge alarm occurred but it's unknown if this happened during insulin delivery or the load sequence. The customer dusted the pump to ensure there was no dust in the way of the cartridge but continuously received the cartridge alarm throughout the day. No further information was provided. Cts contacted customer and left a message since the customer did answer the phone. Cts will follow up with one more call. The customer reverted to an alternate method for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.